Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that after removal of the protective sheath from the first 3.5x15 mm trek balloon catheter by the cath lab tech, it appeared that the balloon had separated from the catheter inside the sheath. It is unclear if any resistance was felt during removal of the protective sheath from the catheter. The device could not be used on the patient. Another 3.5x15 mm trek balloon was used successfully to complete the case. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported separation of the balloon was confirmed. The outer member including the balloon was separated 4 mm proximal to the balloon seal. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the devices performance with regards to the difficulty with removing the protective sheath resulting in balloon separation, was potentially related to a manufacturing issue. Corrective and preventive actions to address this issue are in the process of being implemented and the performance of these devices will continue to be monitored.